Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery life was not lasting as long as it previously did. The pump was frequently emitting low battery warnings with code 177 and replace battery alarms with code 128. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/26/2014 with the following findings: a review of the pump black box data indicated multiple low battery and replace battery warnings. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage; however, evidence of moisture ingress was found inside the battery compartment and on the battery cap. A leak test was performed and passed. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no further evidence of moisture ingress or loose components was found. Unrelated to the complaint, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive; the contrast keypad button responded properly. No damage was observed to the pump keypad cover. The keypad cover was removed and contamination was found under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.